Manufacturer narrative:
Evaluation codes: updated h10 device evaluation: no lot number was provided, therefore no device history report (DHR) review could be completed. No product sample was received; therefore, visual and functional testing could not be performed. A photograph of the device was submitted for investigation. The photo showed the shaft tube detached from connector, confirming the complaint. The photo shows that the tube shows traces of the tube stressing in that area as if it were pulled, after a review of the different verifications that are performed during the manufacturing process to detect damage components, the most probable root cause is that damaged occurred after the product left the facility. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tracheostomy tube snapped at hub of connector, in the patient's home. Parent believes the tube snapped due to child pulling at tube trying to disconnect from ventilation support. The hub of the tracheostomy tube device broke off from the rest of the device. Patient was not able to receive ventilation support until an emergency tube change had been undertaken. An emergency tube change was performed to replace the tube in the immediate instance and ensured patients safety. After tube change was successfully completed, no concern for the patient remained.